Event description:
On july 9th, contracted by the oncology ambulatory services. They have had an increase in thromboses over the last 6 months. They have checked that the procedures including materials are the same. The only things they could come up to that could have changed are the catheter material or the drugs given.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.